Event description:
Rptr stated that rptr's spouse did meter to hcp meter comparison tests, in a fasting state, side by side. The results were 116 and 260mg/dl. Pt did not have any symptoms. A control test was not done due to lack of supplies. No harm was alleged.